Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to send a replacement pump with updated software to the customer. The customer was informed about the procedure for setting the current pump into storage mode and returning it using a pre-paid label within ten days, and they acknowledged understanding these instructions. The customer was also informed that training for the new pump would be available in their tandem source account.